Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displayed a (ua) 16 (timeout moving to take-up position) error message was confirmed during the initial functional testing and archive review. The root cause was due to seized brake gap due to damaged drivetrain likely due to wear and tear due to age of the platform. Upon visual inspection, cracked front enclosure was observed. This observation was not related to the reported event. During archive data review, multiple ua 16 was observed confirming the reported event. The platform was functionally tested and displayed a (ua) 16 (timeout moving to take-up position) error message upon power up which was attributed to a seized brake gap due to damaged drivetrain. The autopulse platform is a reusable device and was manufactured in 28 january 2014 and is 5 years old, passed the expected service life of five years. After replacing the front enclosure and drivetrain motor, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message. No consequences or impact to patient.